Manufacturer narrative:
(B)(4) captures the reportable event of surgery. The lead has been returned for analysis, this report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and pacing not delivered when required, resulting in sinus bradycardia and fatigue. There was no asystole noted. Then, a lead revision was attempted in which the helix would not retract. Subsequently, the lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to include lead analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood around the helix and a slightly deformed and stretched helix, which appears to have been induced during the lead revision procedure. Laboratory testing was unable to reproduce the loss of capture and pacing not delivered when required. Patient code 3191 captures the reportable event of surgery.